Event description:
The customer reported via phone call that their insulin pump was heavily damaged. The customer stated the insulin pump was smashed by a dumbbell. Customer's blood glucose was unknown. The customer stated the insulin pump's screen was black and the buttons were cracked and protruding. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with bleeding/cracked lcd glass. The insulin pump was unable to perform displacement test due to bleeding/cracked lcd glass. The insulin pump had a broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, missing lcd window, cracked case at display window corner, cracked keypad overlay, cracked case and cracked end cap.